Event description:
(B)(6) department of health and environmental control received a report about false positive covid reports associated with "contaminated" viral transport media. The lab involved is (B)(6) located in (B)(6). (B)(6) provided covid testing to 3 (B)(6) nursing homes early in (B)(6). The results were all positive and the nursing homes did not believe the results so had the tests repeated by another lab - the majority of repeats were negative. As they questioned the lab, (B)(6) then reported "contaminated" viral transport media manufactured in (B)(4). The vtm was purchased by (B)(6) from (B)(6) hospital in mid (B)(6). They purchased 10,000 vials of the same lot. They sent 3,000 vials to 36 customers. They received approx 800 covid specimens in this vtm manufactured from (B)(4). On (B)(6), the lab noticed an increase in percent positive of the specimens and noticed that all the positives were from the ntm from (B)(4). The lab reports investigating the contamination and discovering viral and bacterial contamination. On (B)(6) they recalled all the ntm vials from their customers. We have asked them to sequester what they have left which is about 30 vials. After further investigation the lab reports that the collectors that were hired to collect the covid specimens at the 3 nursing homes, did not use a cooler and the specimens and unused viral transport media sat in a hot car for several days, potentially causing the contamination. Report of "false" positive covid.